Event description:
It was reported that noise was seen on this right ventricular (rv) lead and the patient needed testing for their breast cancer diagnosis. The physician decided to surgically abandon the pace/sense portion of the lead and implanted another pace/sense lead. The system was still not going to be conditionally approved and it was the physician's discretion to determine the next steps. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Event description:
It was reported that noise was seen on this right ventricular (rv) lead and the patient needed testing for their breast cancer diagnosis. The physician decided to surgically abandon the pace/sense portion of the lead and implanted another pace/sense lead. The system was still not going to be conditionally approved and it was the physician's discretion to determine the next steps. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received. Additional information was reported indicating that the sense/pace portion of this rv lead was abandoned surgically and replaced on (B)(6) 2020. The shock portion of the lead remains in service. Noise oversensing was noted as the cause. It was also noted that the proximal and distal pins also appear to have been repaired and are showing normal impedance and electrograms. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred.